Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the renal artery and was pre-dilated with a 4x20 and 5x20 balloon catheter. A 6.0x20x135 cm express ld iliac/biliary balloon-expandable stent was selected for use. However, the stent would not cross the sheath and became stuck. The device was pulled out, and the stent almost slid off from the balloon shaft. The procedure was not completed. The patient was sedated with local anesthesia. No complications were reported.